Manufacturer narrative:
The device history record for this oad lot number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. The device met material, assembly, and quality control requirements. The results of the investigation are inconclusive since the reported device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined. Csi ID: (B)(4).

Event description:
Treatment was successfully performed proximal to distal on low speed in the severely calcified, 3.0 mm anterior tibial (at) artery using a diamondback 360 peripheral orbital atherectomy device (oad). When speed was increased from low to medium speed, the oad was unable to advance from a severely calcified lesion in the mid at. The physician cut the device and removed it using surgical scissors. Multiple unsuccessful attempts were made to remove the oad from above and below the knee. Pedal access was obtained and the wire was removed from the foot using a snare. The patient was transferred to surgery and the oad was removed. The patient was in good condition post-surgery.